Event description:
Pt (B)(6) was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2011. On (B)(6) 2011, he was transferred from the circulatory support system (css) console to a portable freedom driver and was enrolled in the (B)(4) study. The pt was transplanted on (B)(6) 2011. The customer reported that the pt was neurologically intact prior to transplant surgery. The customer reported that one day following transplant surgery, the pt had a stroke. At this time, there is no evidence that a syncardia device was a contributing factor to the pt's stroke. Syncardia is conducting an investigation, and the results will be provided in a supplemental MDR.